Manufacturer narrative:
Based on the current information provided, the cause of the operative complication is attributed to insulation degradation and carbonized tissue creating a conductive path. The fenestrated bipolar forceps instrument involved with this event has been received and investigations completed. Failure analysis investigations confirmed and replicated the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. A common cause of the failure mode of thermal damage between grips instrument bipolar yaw pulley are attributed to the user due to insulation degradation and carbonized tissue creating a conductive path. A follow-up MDR will be submitted if additional information is obtained. Review of the instrument log review was completed, and showed this instrument was only used once on (B)(6) 2023. There were no errors in the logs related to the reported arcing event. Review of the system log cannot be performed because the system logs are not available at this time. The system was not connected to onsite. Images provided by the customer for this event was reviewed by afa and showed thermal damage to the bipolar yaw pulley at the base of the grips. Cde review was completed, and showed a used fbf [fenestrated bipolar forceps] instrument is seen. It appears that there may be some thermal damage at the yaw pulley at the base of the grips. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: during a da vinci-assisted donor hepatectomy procedure, the fenestrated bipolar forceps (fbf) instrument experienced an arcing event two hours into the procedure. The issue occurred when the fenestrated bipolar forceps generated an electrical spark at the mouth of the fbf instrument jaws as the surgeon was using bipolar energy to cauterize target tissue. There was some damage observed to the surrounding tissue ¿but it was not obvious¿. The cause of the operative complication is attributed to insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy procedure, the fenestrated bipolar forceps (fbf) instrument experienced an arcing event two hours into the procedure. The issue occurred when the fenestrated bipolar forceps generated an electrical spark at the mouth of the fbf instrument jaws as the surgeon was using bipolar energy to cauterize target tissue. There was some damage observed to the surrounding tissue ¿but it was not obvious¿. The procedure was immediately halted, and the fenestrated bipolar forceps was removed for examination. The instrument clamp was observed to be burning. There were burn marks found at the base of the instrument jaws as a result of the arcing. No fragment fall inside the patient was noted. The surgeon believes the arcing event occurred due to the equipment. The procedure was completed robotically using a backup fenestrated bipolar forceps without further issue reported. The patient did not experience post-operative complications and has not returned to the hospital due to the arcing event. The fenestrated bipolar forceps instrument was inspected prior to use and no damage was observed. No other instruments were in use when the arcing event occurred. The fbf instrument tip did not collide with any other instrument or tool during the procedure. The instrument did not touch any staples, clips, or sutures while energized. The fenestrated bipolar forceps was connected to a forcetriad esu generator set at 45w. The fbf instrument was connected properly to a bipolar cord. The cannula through which the fbf was inserted was inspected but not with a pin gauge.